Event description:
I have been an overall healthy woman my whole life until I had essure implanted (B)(6) 2013. Since the date of implant I had really heavy bleeding for about 5 months along with moderate to severe cramps, I was on depo to control the bleeding until (B)(6) when my dr suggested I have an ablation done. I had the ablation done on (B)(6) 2017. From (B)(6) 2017 until (B)(6) 2018 was when I was told that this was from essure and ablation being done and if I didn't have a hysterectomy that I'd continue to have this pain every month. The pain was so intense, I was on percocet taking almost 30 pills a week. It was aggravated when I would sit, drive, walk, climb stairs, anything that required me to use my abdominal muscles caused me paralyzing pain and I would wake up in the middle of the night crying. Nothing helped.